Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 10:55:29. During night drain cycle seven, the patient's ultrafiltration reading was 529ml, indicating the home patient (hp) drained 529ml more than their maximum programmed fill volume of 800ml. No additional information is availabale.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through review of the event history logs. The cause is undetermined. Should additional relevant information become available, a follow up medwatch will be submitted.